Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon attempt to connect, it was observed the pacemaker had no wireless telemetry. The patient presented in clinic where a cybersecurity update was performed which restored the communication. The patient was stable.